Event description:
It was clarified that the event occurred 2 days following pt's second injection given in 2003 (previously reported event onset date was on the same day. The events were increased pain, decreased range of motion, and grade 2+ knee effusion. X-ray evaluation was negative for an acute process. Aspiration revealed 15cc of purulent, milky synovial fluid.

Event description:
A sanofi-synthelabo sales rep relayed info that was received from an orthopedic practice regarding a pt, on hyalgan for bilateral knee arthritis. Experienced a sepsis due to streptococcus viridans, which was identified via the consultation of a clinical pathologist. The practice stated that there was a very large cellular effusion. Add'l info was received by sanofi-sythelabo via telephone in 1/2004. The office mgr of the practice clarified that the pt received sodium hyaluronate injection in both knees. The pt tolerated pt's first injection well with pain relief in both knees. Five days following the pt's second injection in 2003, the pt presented to the office with a painful hot, swollen, erythematous left knee. Aspiration of the joint demonstrated streptococcus viridans and the pt was hospitalized in 12/2003, the pt underwent arthroscopic irrigation and debridement of pt's left knee. Pt was placed on ceftriaxone IV for the duration of pt's hospital stay. The pt was discharged in 12/2003. Five days later, the pt was re-admitted to the hospital after presenting with a swollen and warm left knee. The pt underwent arthroscopic irrigation. Crp (c-reactive protein) a week later was 7.3, which was down from 30.6 (units not provided) on an unknown date. The pt presented most recently two weeks afterward and knee was still mildly swollen with much less erythema. Corrective treatment: arthroscopic irrigation and debridement of left knee.